Manufacturer narrative:
(B)(4). No serial number was reported. The serial number of the returned sample is (B)(6) the lot number (18f20a0038) recorded on the complaint report matches the lot number on the returned original packaging box and for the returned sample. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging tray. The iabc bladder was noted fully inserted within the packaging retention sleeves. Returned with the sample were kit components including 40cc inflation driveline tubing, data-scope driveline tubing, 0.025"guidewire, short arterial pressure tubing, 9.5fr teflon sheath and 9.5fr dilator. No damage or abnormalities were noted to the driveline tubing. The guidewire tubing was noted to have the end components missing. Additionally, the guidewire was inserted backwards and significantly bent. Upon return, the 9.5fr teflon sheath extrusion was noted buckled. The 9.5fr dilator was noted to be bent. The one-way valve was tethered to the short driveline tubing. Upon removal from the retention sleeves, the bladder was fully wrapped. No blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The central lumen was noted flattened at approximately 17.4cm from the distal tip of the iabc. Additionally, the original packaging tray was noted with damage to the "arrow" packaging sticker which retains the iab bladder in the packaging tray. The arrow sticker was noted cut/ripped and a portion of the sticker was completely missing. This packaging sticker is not to be removed or tampered with in any sort. The bladder thickness was measured at six points with measurements. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the iabc was removed from the packaging retention sleeves. Upon removal from the retention sleeves, the bladder was fully wrapped. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 17.4cm from the iabc distal tip, which is the location of the previously noted damaged central lumen. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 67.5cm from the iabc luer, which is the location of the previously noted damaged central lumen. The guidewire was able to advance through the central lumen. No blood or debris was noted. The returned iabc could not be inserted within the returned 9.5fr teflon sheath due to the returned state of the sheath. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab catheter stuck in sheath is confirmed based on visual inspection. Upon return, the teflon sheath extrusion was noted to be significantly damaged/buckled. Damage to the sheath can result in difficulty inserting the iabc through the sheath. The cause of how the sheath became damaged could not be confidently determined. The returned iabc passed functional testing and the returned iabc bladder membrane passed dimensional inspection. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged sheath. The root cause of the complaint is undetermined. The most probable potential cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) could not pass through the supplied sheath in the packaging. As a result, a new iab was used and inserted using the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No parts were returned to teleflex chelmsford for investigation. The reported complaint of iab catheter stuck in sheath is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) could not pass through the supplied sheath in the packaging. As a result, a new iab was used and inserted using the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) could not pass through the supplied sheath in the packaging. As a result, a new iab was used and inserted using the same insertion site. There was no report of patient complications, serious injury or death.